Event description:
It was reported that the rotawire was detached. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 2.00mm rotapro and a rotawire were selected for use. During the procedure, the physician tried to advance the burr to the lesion using dynaglide and it was noted that the rotawire that was advanced to the coronary artery was being pulled back. Furthermore, the rotawire was separated. The burr was removed outside the body together with the rotawire system. The procedure was completed with another of the same device. There was no patient injury reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotapro atherectomy system. Neither of the returned rotawires were found to be fractured as indicated in the reported events.the advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device revealed that the annulus of the damaged. The damage to the annulus is consistent to interaction with the rotawire during rotation. Functional testing was performed with the returned rotawires. During analysis, neither of the returned rotawires were able to be inserted beyond the damaged annulus. In order to test the functionality of the brake, the test rotawires were inserted through the advancer handshake connection after the burr catheter was disconnected. During testing of the brake, the brake was able to activate and hold both rotawires in place, preventing movement of the wires as intended by design.

Event description:
It was reported that the rotawire was detached. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 2.00mm rotapro and a rotawire were selected for use. During the procedure, the physician tried to advance the burr to the lesion using dynaglide and it was noted that the rotawire that was advanced to the coronary artery was being pulled back. Furthermore, the rotawire was separated. The burr was removed outside the body together with the rotawire system. The procedure was completed with another of the same device. There was no patient injury reported.